Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon mentioned he had statically locked a set screw in a trochanteric fixation nail advanced (tfna) head element and post operatively experienced settling (lateral sliding) of the head element from a case that was done some time ago (date unknown). The set screw failed to work as the surgeon expected. No additional information available. Concomitant medical products: nail (part # unknown, lot # unknown, quantity 1). This report is for an unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This complaint was determined to be a duplicate; the information is being reported in complaint (B)(4), medwatch MFR number 2520274-2017-11156. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. This complaint was determined to be a duplicate; the information is being reported in complaint (B)(4), medwatch MFR number 2520274-2017-11156.